Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30850581l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. At the end of the procedure, attachment of kent to left atrium (la) was confirmed after eps. Bb (transeptal) was performed, and mapping was started with using pentaray nav sh in la. Cardiac tamponade was confirmed by fluoroscopy after mapping. Although body surface echo was confirmed after confirmation of cardiac tamponade, as the tamponade was the small amount, the procedure was continued. Ablation was conducted by at the site identified kent with using thermocool® smart touch® sf bi-directional navigation catheter, and the procedure was completed. After that, blood pressure suddenly decreased when the catheter was removed from the patient¿s body. As pericardial fluid was confirmed by echo, drainage was performed. The procedure was completed because venous blood was drained, and bleeding stopped. After that, the patient was resting at hcu for 6 hours. Blood pressure was stable at the time of left from the room. Discharge schedule from the hospital was undecided. Atrial septal puncture was performed by rf needle. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheters were not used before cardiac tamponade. The physician's opinions on the relationship between the event and the product: possibly damaged by sheath or coronary sinus catheter. No abnormalities were observed prior to or during use of the product. Additional information was received. The patient outcome of the adverse event was fully recovered. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were real time graph; dashboard; vector; visitag. Additional information was requested on the product details of the sheath and the coronary sinus catheter. A response was received stating that additional research was conducted; however, no further information was obtained. In addition, the sheath and the coronary sinus catheter are not available for return.